Event description:
The account reported the brakes are not functioning. The bed was located in 605951 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brakes were not holding most likely due to normal wear and tear. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.